Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace a nonfunctional inflatable penile prosthesis(ipp). The ipp had no fluid when removed however a source of fluid leak was not identified. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the fluid loss was confirmed through analysis. The fatigue wear identified at the pump and kink resistant tube (krt) junction is the probable cause of the fluid loss. The damage observed during analysis on the cylinders and the reservoir are consistent with sharp instrument damage noted during the explant procedure; therefore; was not a direct cause of the reported allegation. Technical analysis: the cylinder, reservoir, and pump were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified both had a wear at a fold in the cylinder bodies. Both cylinders also had holes in the proximal cylinder bodies that is consistent with sharp instrument damage during the explant procedure, as a result of these holes a fluid leak was present. Due to the holes in both cylinders, functional testing was not possible. Visual inspection of the reservoir identified a leak at the reservoir adapter strain relief junction that is consistent with sharp instrument damage observed during the explant procedure, as a result of the fluid loss the reservoir was unable to be functionally tested. Visual inspection of the pump identified fatigue wear at the kink resistant tubing (krt) junction; a leak was present. Functional testing of the pump identified the pump required more than 8lbs of force to activate and failed the deactivation test; which showed incorrect fluid movement from the pump to the cylinder and pump to the reservoir. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace a nonfunctional inflatable penile prosthesis(ipp). The ipp had no fluid when removed however a source of fluid leak was not identified. No patient complications were reported.